Manufacturer narrative:
An event regarding dislocation involving an omnifit liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided and the device was not returned for evaluation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented that patient was dislocating. He wanted to exchange liners and put in constrained liner. During surgery and removal of original liner cup came loose. New cup, liner and head were implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient was dislocating. He wanted to exchange liners and put in constrained liner. During surgery and removal of original liner cup came loose. New cup, liner and head were implanted.